Event description:
The manufacturer received information alleging maintenance. There was no serious patient harm or injury that occurred or was reported. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, it was confirmed that the loss of power alarm did not sound. The main board was replaced to address the issue. Additionally, unrelated to the alarm issue, there was damaged observed to the blower and outlet flow path. Necessary parts replaced to address the issue.